Event description:
The customer contacted hotline after they had determined a bhcg reagent pack had been shared on their access instruments. Hotline assisted the customer in trouble shooting the event and the customer reported that three patient result reports were corrected due to erroneous results being generated from the shared reagent pack. The customer reported the results were reported out of the lab but there was no affect to the patient or changes in patient treatment in connection to the event. When improper loading or unloading of reagent packs occurs, the instrument will not detect that a wrong reagent pack has been loaded or that no reagent pack is present. User error is the root cause for this event.